Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 25-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder / urinary tract / vaginal) type¿ bladder"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type-urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), flank pain ("side pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, nausea, vulvovaginal pain, flank pain and back pain outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plantiff committed in pfs- most, if not all symptoms-decreased soon thereafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder / urinary tract / vaginal) type¿ bladder"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type-urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), flank pain ("side pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, nausea, vulvovaginal pain, flank pain and back pain outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff committed in pfs- most ,if not all symptoms-decreased soon thereafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet received. Lot number added. Event injury was updated and device category changed from device other event to incident. Events added from pfs- pain, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection ¿ bladder/urinary tract, migraines/headaches, nausea, vaginal pain, side pain, back pain. Reporter information, aka name, lab data were added. Incident we received a lot number.a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.